Event description:
It was reported that the devices were used during a laparoscopic splenectomy. Both devices fired and they didn't feel right to the surgeon, results were staples on the distal end were mangled. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.